Event description:
The staff at this user facility reported that this device was being used in surgery when 1 of the 2 rakes fell from the rake plate. The hosp staff acknowledged that they failed to properly tighten the fastening screns that assemble the rake plate clamp to the rake plate and hold the rakes in place. The pt sustained no injury. This report is considered complete and no follow-up report is anticipated.